Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was reportedly no damage to the pump. However, it was noted that the pump was exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed a voltage drop leading to a replace battery alarm on (B)(6) 2014. The returned battery cap was used to completed investigation. Investigation revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. The pump failed leak testing due to the battery compartment damage. The pump was unable to power on and additional testing for the complaint of a temperature issue could not be completed. The pump casing was removed, and there was no further evidence of moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.